Event description:
Meter name: one touch profile. Strip name: ni. Meter code and strip code: ni on both. Strip storage: ni. Symptoms: none. A patient reported they have been unable to test because they obtained clean test area for several days. They are insulin dependent. The representative was unable to resolve. No further information has been reported.